Event description:
It was reported that the device exhibited air in the line. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal and a scratched lens. There was no evidence in the device's event history log. Functional testing was unable to duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: (B)(6).